Event description:
The initial reporter alleged nine discrepant hiv results when using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. Specifically, the customer reported an increase in initially reactive pools, which, upon resolution testing, were all non-reactive. The pools in question were composed of six samples each and were tested as part of blood donation screening. Serology results for the samples were not provided.

Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay was performing within specifications. Internal controls for all samples were robust and sigmoidal, indicating proper assay functionality. Data analysis revealed that one sample, (B)(6), exhibited a robust, sigmoidal growth curve consistent with a true positive result. Other samples showed late amplification, indicative of low-level viral material. A review of complaint history identified a trend; however, this was attributed to the small batch size and unrelated targets, and no product issue was suspected. The most likely cause of the initially reactive pools was determined to be low-level viral contamination, potentially due to deviations in optimal workflow during sample and reagent handling.